Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with garde 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, it was difficult to key clip delivery system (cds) into the steerable guide catheter (sgc). Physician needed to use excessive force to get the cds to advance down the keyway. Device was successfully implanted. Same difficulty occurred with three clip delivery systems. The final mr was grade 3. There were no adverse patient effects or clinically significant delays reported.